Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 101mg/dl, 156mg/dl,140mg/dl. Tests were done within <10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note-customer's applying blood technique is incorrect.